Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The heater test had failed. Failure was due to heater not activating caused by blown fuse resulting in thermal decomposition of the component on the distribution board. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a blown fuse resulting in thermal decomposition of the component. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler alarmed with please wait for solution to warm up message during fill 1 of their treatment. The patient reported they use an inverter for their cycler and believes it is burning out the heater on the cycler. The patient reported that the heater came on during setup. However, during fill 1 the cycler received the alarm, and the patient touched the heater tray, and it was cold. The fresenius technical support representative issued a replacement cycler. There was no patient harm or adverse event, and no medical intervention was required. Additional information was requested, however; to date has not been provided.